Event description:
It was reported that this patient had a previous device pocket infection with purulent discharge. The patient was initially going to have the device explanted however, the physician decided to keep the device implanted and just re-optimize the system. However, recently the physician had elected to explant both the device and electrode due to this device pocket infection. The system was replaced at this time. No additional adverse events were reported.